Event description:
The device was used during a thoracoscopic procedure. Reportedly, the instrument fired and would not release from the application site. The hosp could not provide any additional info on how the device was removed. The device was removed, reloaded and fired again. Subsequently, the stapler broke. The hosp has reported no pt injury occurred.